Event description:
Clinic notes dated (B)(6) 2014 note that the patient has experienced an increase in seizures with vns therapy despite attempts at setting changes. It was noted that the patient feels that it is somewhat uncomfortable and that the neurologist recommends removal of the vns. The patient was scheduled for explant surgery. No known surgical intervention has occurred to date.

Event description:
A letter from the physician dated (B)(6) 2103 was received. The notes indicated that vns was tried at the time that the patient began having seizures during the daytime where the patient loses consciousness. The patient¿s family thought it was due to vns, and the device was disabled. The physician believed that the event was a coincidence and not the vns that caused a change in seizures. The patient¿s seizures history was due to a large neuronal migration abnormality that included the notes also indicated two episodes of status epilepticus, simple partial seizures, complex partial seizures, and secondarily generalized tonic-clonic seizures.

Event description:
On (B)(6) 2013, it was reported that this patient was having an increase in seizures. Pre-vns, the patient was only having seizures at night. He then began having 4-5 seizures during the day. The physician is unsure what the increase was related to. The patient's settings were decreased to observe if this would help. About a month ago, the patient was admitted to the hospital and was given dilantin. Approximately three weeks ago, the patient's device was disabled for further evaluation. Currently the patient's device is still disabled, and he has improved; however, the physician is unsure if the improvement is due to the device disablement. The physician confirmed that there were no other precipitating factors when the seizure increase began: there were no medication changes, no external factors, and no stress. Follow-up showed that the increase in seizures began on (B)(6) 2013. At this time, the patient's mother reported 7-8 seizures per day in the daytime. Previously they were only nocturnal. Review of programming history showed that the device was ramped up by 0.25 ma each week from (B)(6) 2013 to the time it was disabled. The patient was hospitalized on (B)(6) 2013. Dilantin was started during the hospital stay that essentially aborted seizures and returned the patient to baseline. The increase was only in one seizure type. The device was disabled on (B)(6) 2013 and has not been turned back on. Diagnostics from the date of implant were within normal limits.

Manufacturer narrative:
Review of programming history.